Manufacturer narrative:
Film evaluation results are: a photo taken during the index procedure was reviewed. The photo showed an intact endoanchor and a broken piece of endoanchor (cross-bar portion) which were placed on top of a gauze cloth. There was evident dried blood on the endoanchors. The reported fractured endoanchor was confirmed. The image provided showed that the endoanchor had broke at the base of the crossbar. The leading end portion of the broken endoanchor was not visualized in the image, possibly remains in the patient. The exact cause of the fractured endoanchor could not be conclusively determined from the image provided. The reported inability to deploy endoanchor was not visualized in the image provided. The pre-implant films and films during the implant procedure was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors were implanted as a prophylactic during a thoracic endovascular treatment with another manufacturer¿s stent graft system. There was 20 degree angulation and no calcification present. It was reported that during the index procedure the physician had deployed four endoanchors distally and attempted to deploy a fifth endoanchor proximally. However, the physician was unable to deploy the fifth endoanchor due to encountered feedback from the applier. The physician elected to remove the applier and deployed the fifth endoanchor outside of the patient. The physician then attempted to deploy a sixth endoanchor at the same location. The first forward advancement of the endoanchor showed good placement and semi penetration through the stent. However, the applicator continued rotating but the endoanchor was not rotating at the very end including the point of least resistance. One of the broken pieces remained fastened to the patient aorta. The second piece of the broken endoanchor was retrieved using the aptus guide. After the broken endoanchor was retrieved, the applier was tested by loading another endoanchor and no blue light error was displayed. The physician elected to proceed with implanting additional endoanchors. Two additional endoanchors were successfully deployed proximally and the case was concluded. Per the physician, the cause of the event was related to the device. The reported event has not been resolved and the patient will follow up with the physician per standard practice. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Device evaluation results are: the complaint was confirmed based on the returned evidence of a broken endoanchor. The exact cause of the broken endoanchor cannot be conclusively determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Since there were no evident material defects that would have been contributory, it is likely the endoanchor failed due to encountering resistance which imposed excessive torque on the endoanchor, leading to a fracture. Conditions existed within this procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcification within the deployment zone. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.